Event description:
During a video assisted thorascopy an ethicon stapler was being used to obtain a lung biopsy. The dr was attempting to place the stapler and the staple load fell into the pt's chest. Several mins of manipulation were needed in order to find and retrieve the loading unit.